Event description:
It was reported that an ilet bionic pancreas repeatedly presented a restart alert despite multiple restarts during initial training, and the device was replaced; device identifiers included serial number (B)(6) and system logs reflected haptic error and multiple power rail over/under-voltage conditions consistent with malfunction. Symptoms included interruption of insulin delivery workflow due to persistent alarms. Outcomes included replacement of the device and continued glucose monitoring with a compatible cgm until the replacement arrived. Investigation included review of device performance and alarm history with troubleshooting and user education. Investigation of the device engineering logs confirmed previous alert 67 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.